Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that the letters on their insulin pump is hard to read. The patient's blood glucose level was 6.8 mmol/l at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The customer will wait for instructions via email about a replacement. The product was not returned for analysis.

Manufacturer narrative:
No unexpected display anomalies were noted. However, minor scratches on the lcd window were noted. The pump had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.